Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v496047, implanted:(B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Event 1:the patient reported a poor communication screen on the patient programmer. Poor communication was noted. The patient was not recently implanted or had/revision surgery. The patient used an antenna. Reviewed the following antenna consideration:. Confirmed antenna is secure and sync with implantable neurostimulator (ins). This did not resolve the reported issue. It was reviewed unplug antenna. Place patient programmer directly over ins, on skin. Sync. Regarding did this resolve the reported issue, it was noted: yes, this did resolve the issue however periodically patient still had difficulty connecting. Redirect caller to repair. Will not work with antenna was reported. Upon device return of the programmer, analysis found that antenna jack resoldered as a preventative measure. C100. No patient injury reported. Event 2: symptoms reported were: incontinence. This was considered a sudden change in therapy/symptoms. The patient reported no falls or trauma or new physical activities. The patient said she does drink a lot of fluids on a normal basis. Event date: (B)(6) 2015. Event 3: a shocking sensation, pain and uncomfortable stim was noted. Confirm ins status with patient programmer. Regarding is the therapy on, it was noted: no. For shocking reported, unable to confirm if stim was on or off as patient said she was only able to initially connect with ins and then experienced poor communication and she said she didn't make any adjustments. For overstimulation, for initial troubleshooting, once patient was able to get to therapy screen, she said she wanted to increase stimulation however she was unable as she received need to turn stim on screen, which means that stimulation initially at beginning of call was actually off. When patient turned stim on after this point, she said it was too strong. Consider decreasing amplitude. This eliminated the uncomfortable stimulation. Patient's husband was able to decrease to a setting which was more comfortable. The patient said that she hasn't had ins checked at hcp office in a long time. Event date: (B)(6) 2015 for both shocking and uncomfortable stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.